Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In this case were the patient was re-operated on for the cystic leak, was a cholangiogram done? If yes, was the device fired over the catheter? Were there any clip formation issues in the initial (1st procedure)? How did the patient present to identify the leak? How was it discovered that the clips were off the duct? How was the leak addressed? During the re-operation could the clips be identified? If yes, what was formation of the clips? Is there a photo, video or clips available? If yes, please send to (B)(4).

Event description:
It was reported that the doctor performed a laparoscopic cholecystectomy where clips from an er320 clip applier were used to clip the cystic duct. The patient returned to surgery, due to a cystic leak. The doctor discovered the clips had fallen off the cystic duct. It was not reported how the second procedure was completed or the status of the patient.